Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on january 17, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022 and the patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on december 29, 2022.